Event description:
Reportedly, while performing the thoracoscopic lobectomy; after completing the incomplete interlobar fissure, dr. Used the ussc dst ta 30 v3 to close the lobar a. After firing the ta then pushing the release button, massive hemorrhage occurred. With post-operative check, the staplers were still in the cartridge and the handle was fixed not to be pulled. Sex: male; procedure: thoracoscopic lobectomy.